Event description:
It was reported that an intellanav mifi open-irrigated was selected for use in an typical cavo-tricuspid isthmus line flutter ablation procedure. Post procedure a pericardial effusion was observed. No additional information in regard to the patient status or if the pericardial effusion was resolved. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.